Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. Additionally, the signal artifact monitor (sam) feature has been disabled several times. Reprogramming of the device was discussed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that, since the lead safety switch many episodes were recorded with noise, oversensing and pacing inhibition of over two seconds. Further evaluation of the system was discussed. This system remains in service. No adverse patient effects were reported.